Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
It was reported that the procedure was performed to treat a chronic total occlusion in the circumflex coronary artery. During the procedure, the tip of the hi torque balance guide wire became stretched, and the shaping ribbon of the guide wire became unraveled. Everything else appeared to remain intact. An unspecified guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. A visual inspection was performed on the returned guide wire, and the reported guide wire break and stretched coils were confirmed. The electronic lot history record (elhr) or similar incident query for this product/lot was not performed since the lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. The investigation determined the reported guide wire break and stretched coils appear to be related to operational circumstances of the procedure. It is likely that during advancement the guide wire became caught and/or damaged against the anatomy and/or other devices used during the procedure. Manipulation of the guide wire during retraction likely resulted in the reported/noted wire break and stretched and offset coils. The teflon coating damage was likely caused by the torque device used in the procedure during retraction. The noted bends on the shaping ribbon likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.